Event description:
A malfunction alarm identified by code malf 9 was reported, and it was noted that no significant events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to call back if the malfunction code appears again.